Manufacturer narrative:
This report is being submitted as follow up to update and provide the completed investigation results. Initially it was reported that the device was available, however has been confirmed to be not available. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted; explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the first device reported, for the second device reported that was used on the same patient see MDR 1118880-2019-00317.

Event description:
The user facility reported that two ik sheaths were pulled after the act came down and it was discovered that both sheaths had been cut longitudinally along the length of the sheath cannula. The procedure was a bilateral common iliac revascularization. Bilateral 7 fr common femoral arterial access was gained. The physician ballooned the right then the left common iliac using one single boston scientific 7mmx2cm peripheral cutting balloon. 7mmx60mm and 7mmx80mm in pact admiral drug elating balloons were then used to treat the left and right lesions, respectively. Arteriography at the end of case demonstrated that there was no trauma dissection/perforation to the patient's vasculature. The patient was reported to be in stable condition. The procedure outcome was successful. Blood loss was less than 250cc.